Event description:
The reporter contacted animas on (B)(6) 2012, and stated the ok keypad button required hard presses to elicit a response. The reporter denied damage to the keypad and noted the rubber was very thin and could see through. The patient reportedly wore the pump in a case in a pocket and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responding to button presses as expected. There was evidence of contamination found under the contrast key contact. The reported complaint was not duplicated during testing.